Event description:
Event description guidant received information that during the implant procedure, the pacing impedance of this implantable lead was elevated to an out-of-range level. The lead was tested with the implantable cardioverter defibrillator (ICD) while in several different positions and with the pacing system analyzer (psa) and the measurements remained elevated. It was further reported that the pacing thresholds were >5 volts and noise was noted on the electrograms.